Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that after making the pilot hole when it was tapped, the anchor broke. No significant delay or patient injury reported. Procedure was completed with a back-up device.